Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) due to extended charge time. Monitoring voltage was 2.70 v and charge time was 24.6 seconds. This device is included in the mid life display of replacement indicators advisory population. The device was emitting beeping tones due to eri. The caller wondered if a manual capacitor reformation should be performed. No adverse patient effects have been reported.

Manufacturer narrative:
Technical services (ts) discussed bringing the patient in and confirming eri using the programmer. Ts discussed that a manual capacitor reformation won't hurt anything, but it won't bring the device back out of eri. Ts recommended device replacement. All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated.